Manufacturer narrative:
It was reported that the patient has ligament laxity due to a previously known proximal tibia deformity. Replacement implants have been requested for revision surgery. Replacement implants have been requested for revision surgery.

Event description:
It was reported that the patient has ligament laxity due to a previously known proximal tibia deformity. Replacement implants have been requested for revision surgery.